Event description:
It was reported by service report that the stretcher will not zoom up the inclines and will not brake when letting go of zoom handles. There was pt involvement, however, no adverse consequences are reported.